Event description:
It was reported that the product was sent for maintenance but repair was needed for corroded motor, missing external e-ring, worn screws. There was no report of harm or delay as there was no patient involvement. Due diligence is complete and no additional information is available. During device evaluation the dermatome motor speeds were found to be unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the reciprocating arm and screws were worn, and the e-ring was missing. The motor, reciprocating arm, screws, and e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.